Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice during dwell 3/5. The supply bag were empty, there is solution only in the heater bag. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.